Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and a high pacing impedance greater than 2000 ohms, with no asystole. A lead insulation issue was also noted. As result, the lead was surgically abandoned. No additional adverse patient effects were reported.